Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed de novo lesion was located in a non-calcified moderately tortuous distal left anterior descending artery. The lesion was predilated with a 2.5mm non bsc balloon. The physician advanced a 2.50x12mm taxus liberte' drug eluting stent to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).